Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Flipping: not observed. Additional observations: crease fold observed. Yellow particles inside of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "deflation", "flipped", "inflammation", "pain" and "implant removal from textured to smooth due to the concerns of the product." Healthcare professional reported "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation", "flipped", "inflammation", "pain" and "implant removal from textured to smooth due to the concerns of the product." Healthcare professional reported "deflation." Device remains implanted.